Event description:
It was reported that the unspecific bd pen needle broke during administration leaving it in pen. The following information was provided by the initial reporter: it was reported that needle broke during administration leaving it in pen. Insulin needle broke during administration leaving needle in pen after it was removed. Insulin needle primed as normal but when pressed on pt arm there was a crunching feeling, it was then difficult to depress plunger. When insulin needle was unscrewed, the needle remained behind in pen. Alerted team. No harm to patient or staff noted.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. The customer's address is unknown. Nj, USA has been used as a placeholder h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.